Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (20.0 mg/ml at 3.997 mg/day), compounded baclofen (200.0 mcg/ml at 39.97 mcg/day), and dilaudid (hydromorphone) (1.0 mg/ml at 0.1999 mg/day) via an implantable pump for malignant pain and spine/back issues. A pump interrogation was performed on (B)(6) 2016, revealing a pump motor stall with recovery without report of an MRI. The device diagnosis was pump motor stall. The event date was noted as (B)(6) 2015. There were no actions taken. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2015. There were no reported symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the motor stall occurred on (B)(6) 2015 at 17:37 and recovered at 19:08. No associated symptoms were reported.